Event description:
Information was received from a healthcare provider (hcp) and a patient via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that, per the patient, they had been getting intermittent therapy for an unknown period of time. The patient felt s ome nausea when they gave themselves a personal therapy manager (ptm) bolus. On (B)(6) 2024, a dye study was done and they were able to aspirate normally, but when they injected dye, it did not go to the end of the catheter. The hcp thought that "it may be pooling around the pump", but they were not certain. It was noted that the patient did not currently have a pump provider, so the rep would try to help the patient find on and likely investigate the system further.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 21-dec-2023, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6) , ubd: 12-apr-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting the patient had a catheter revision. Patient stated the healthcare provider (hcp) had lost their personal therapy manger (ptm) after the surgery. The patient wanted to check on the status of the order from sunmed regarding the lost ptm. Patient stated they called last week.

Event description:
Additional information was provided from a healthcare provider stated that the catheter was revised since it was fractured and disconnected. The catheter was replaced.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.